Event description:
It was reported that prior to implant during pre-programming there was no communication noted between ICD and programmer. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to communicate with the device was not confirmed in the laboratory. Upon receipt, the device was in its original packaging. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The device was interrogated with a programmer and rf communication was successfully established. The cause of the reported inability to communicate could not be determined.